Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support and successfully resolved the issue, with no further errors appearing after the reset.